Event description:
It was reported that the insulin pump alarmed no delivery during the prime process and that the customer experienced high blood glucose levels. The customer's mother did not know the blood glucose reading, as the customer was not present at the time of the call. She stated that she was unable to troubleshoot and was advised to call back later in order to troubleshoot with the customer and device present. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.